Event description:
There was no pt involved in this event. The device malfunctioned because it failed to upgrade to new software.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2013. Investigation confirmed the device failed to upgrade to software version 3.2.0. Using the heartsine samaritan pad universal upgrader. Testing also confirmed that the device was capable of delivering therapy in the fault mode. The problem with the device failing to upgrade was attributed to the upgrader software and not the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but he samaritan pad 300 and 300p devices are for multi-use.